Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that the drawer was not opening. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer stuck and did not open. The field service engineer (fse) found that the screws securing the return bin in the drawer had loosened and were catching on the front panel of the drawer below it. The fse then reinstalled the screws and tested the functionality, confirming that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.